Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned separated into two pieces. Analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit visible from the start. Analysis also indicated that the mechanical operation of the catheter was damaged. Stress cracks were visible near the separation at 8 cm from the handle. Lastly, analysis noted that the catheter had been damaged during use. The slitter was not returned, therefore, the condition of the slitter/blade is unknown. (B)(4).

Event description:
It was reported that during an implant procedure the catheter "disintegrated" into two pieces during slitting. It was also noted that slitting was very difficulty due to the catheter being very brittle. The physician was able to finish slitting and completely remove the catheter from the patient. No patient complications have been reported as a result of this event.